Manufacturer narrative:
Device returned to american orthodontics for evaluation. Product appeared to be intact; it was not broken or fractured. Appeared that the product deformed/bent by the user. Cannot confirm the product was made by american orthodontics but cannot rule out this possibility. No additional detail was provided by the respondents regarding the incident, despite multiple attempts by american orthodontics. It remains unclear how the product was used.

Event description:
Product was swallowed by the patient and had to be surgically removed.